Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. It was noted that the tip contained heavy residue, likely from the procedure. The composition of the residue could not be determined. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. No image was displayed. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed a camera wire appearing damaged at the camera housing/cap. In the handle, no damage was observed to the printed circuit board (pcb). The allegation of a visualization issue was confirmed and likely due to camera wire damage. The reported event was confirmed. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/pof potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires. It is likely that the damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure, causing the reported visualization issue and introducing potential corrosion. An investigation has been completed to address visualization issues due to camera wire damage. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic papillary incision procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost. A second spyscope ds ii was used; however, the image was also lost. Reportedly, the visualization issues of the two spyscope ds ii occurred during crushing by electrohydraulic lithotripsy (ehl). The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic papillary incision procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost. A second spyscope ds ii was used; however, the image was also lost. Reportedly, the visualization issues of the two spyscope ds ii occurred during crushing by electrohydraulic lithotripsy (ehl). The procedure was not completed due to this event. There were no patient complications reported as a result of this event.